Manufacturer narrative:
The returned lead sc-2317-50, serial number (B)(6) was analyzed visually via microscope, and x-ray inspection of the lead revealed that all cables were completely broken at the bent, kinked location of the lead. The bent, kinked location is 2 cm from the set screw mark of the clik x anchor. There are no exposed cables at the fracture location. The lead got kinked after it exits the clik x anchor resulting in the reported complaint.

Event description:
It was reported that the patient was experiencing loss of stimulation, and high impedances were noted on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively.

Manufacturer narrative:
(B)(4). Exact model number is unknown. Model number is either sc-2317-50 or sc-2317-70.

Event description:
It was reported that the patient was experiencing loss of stimulation, and high impedances were noted on the lead. The patient underwent a lead replacement procedure and was doing well post-operatively.